Event description:
Since the implantation the user reported having insufficient benefit with the device despite the audiological and speech testing indicating she is within the indication criteria. About a year ago she experienced interruptions in sound before losing all access to sound with the device. The device was explanted and the user was re-implanted with a cochlea implant.

Manufacturer narrative:
Damage to the lead wire of the conductive link as it might be caused by incomplete device immobilization/minute device mobility was determined to be the root cause of device failure. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since the implantation the user reported having insufficient benefit with the device despite the audiological and speech testing indicating she is within the indication criteria. About a year ago she experienced interruptions in sound before losing all access to sound with the device. The device was explanted and the user was re-implanted with a cochlea implant.